Event description:
It was reported that towards the end of an unspecified surgical procedure it was observed that the impactor device failed to fire when the trigger was pressed. It was reported that multiple batteries were used to ensure it was a problem with the impactor, not battery. It was reported that upon inspection, after surgery it was noted that one of the metal battery connector tabs had broken off. It was reported that the was an unspecified delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: battery devices ((B)(6) 2023) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device, and reported condition that the that one of the metal battery connector tabs had broken off and the device would not run was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the housing was cracked/damaged. It was further determined that the device failed pretest for visual assessment and final assessment. The assignable root cause of this condition was determined to be traced to component failure due to wear.